Manufacturer narrative:
The referenced severe purulent drainage found during the surgery is reported under medwatch MFR report #2916596-2016-00690. The referenced driveline infection was reported under medwatch MFR report # 2916596-2015-00647. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient presented to the hospital on (B)(6) 2016 with pump off and low speed operation alarms. The alarms reportedly started that morning when the patient bent over to pick something up. The patient was on battery power at the time. During an echocardiogram the pump speed was not able to be ramped up and high pump powers were noted. The healthcare professionals suspected that the alarms were due to an internal driveline fracture / pump failure. The submitted log file analyzed by the manufacturer's technical support member showed constant power elevations along with several occasions of low speed/pump off/low flow events. The patient¿s lactate dehydrogenase (ldh) value was approximately 1170 u/l but the urine was yellow. The patient's inr was 1.3. On (B)(6) 2016, the patient was taken to the operating room for a pump exchange. During the surgery, severe purulent drainage was found. The healthcare professionals were going to allow the infection to heal and to watch the patient closely to see if a new vad was needed. The patient¿s cardiac function was reportedly stable per transesophageal echocardiography; therefore, in the presence of some cardiac recovery, it was decided to explant the pump without implanting a new pump to let the infection clear. The patient reportedly continues to do well off of inotropic support and as of (B)(6) 2016 the explant was reported to be successful. No further information was provided.

Manufacturer narrative:
Evaluation of the returned pump revealed deposition which would potentially have caused the reported pump power elevations, pump stoppage events, and hemolysis symptoms. Examination of the device revealed soft depositions of loosely clotted blood in the inflow graft and outflow elbow. Denatured blood was present extending through the pump body, with soft, grainy depositions at the inflow and outflow stators and very hard depositions surrounding the rotor body, distal side of the blood tube, and outlet bearing ball. The observed depositions were adhered to the pump surfaces and appear to have formed due to an interruption in flow or low flow event; however, a specific cause for the low flow could not be determined. The depositions would have caused increased drag on the spinning rotor, potentially resulting in the pump power elevations and pump stoppage events. The depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A direct correlation between the returned pump and the reported driveline infection could not be determined. The instructions for use lists device thrombosis, hemolysis, and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.